Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided: date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. Item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA.

Manufacturer narrative:
This medwatch follow-up is being submitted to report additional information received on november 9, 2014. This information included item/lot numbers and the date item was implanted. All information associated with this was included in this report.

Event description:
It was reported that patient underwent primary hip surgery an unknown date. Subsequently, a revision procedure was performed on an unknown date due to a broken stem. No further information has been received.